Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was throwing up and went to the emergency room. She was diagnosed with hyperglycemia as well as sugar and bacteria in her urine. Her blood glucose had reached 389 mg/dl while wearing the pod on her back for between 4 and 24 hours. The patient was given a shot of 5 units prior to taking her to the hospital where treatment included hydration, insulin, and anti-nausea medication. She was also sent home with anti-nausea medication (zofran, as needed) and an antibiotic (macrobid, for 7 days).